Event description:
The device involved with this incident was the acquisition module attached to the case 8000 stress test machine. The acquisition module is a device to which all the EKG leads used during the exercise stress test interface into the case 8000. During this particular study, the two halves of the module separated, most likely due to a stripping of the threads into which retaining screws were being used to keep both halves of the device together. When this occurred, the quality of the EKG signal coming through the module was of such poor quality that the test had to be terminated. The clinical ramifications for such a failure in this case include having to re-test the patient.